Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was unable to cauterize. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and passed recognition, engagement, electrical continuity, and energy delivery tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly and was fully functional. However, the maryland bipolar forceps instrument had charring/localized melting on the outer surface of one bipolar yaw pulley, which resulted in an exposed electrode. The complaint was confirmed by failure analysis.